Manufacturer narrative:
The pod arrived undeployed and was deactivated before the start of second prime. No problems were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s938u1ues9bzbh hardware: sm-s938u1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated and the cannula did not deploy; indicating a needle mechanism failure. The pod was worn for less than an hour. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.